Event description:
It was reported that drill was shedding metal debris during labral repair procedure. Debris was removed from the patient with shaver. No procedural delay or patient injury was reported.

Manufacturer narrative:
One microraptor drill was returned for evaluation. Visual assessment of the drill confirmed the reported shedding. The first two distal centering lobes show visible signs of material galling. The shaft also shows an abrasion approximately 2.335 from the distal end of the chucking connector. The chucking connector also shows abrasions and flaking of the molded material on the underside of the depth stop. No root cause related to the manufacturing process could be established. Further investigation is not warranted at this time.